Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had an alarm light emitting diode (led) failure. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. Error code consistent with light emitting diode (led) failure was confirmed on start up. The technician determined power switch overlay to be the cause and reseated the overlay cable. This remedied the 1105 error. The technician found damage on rear bezel and top cover and the customer was given a quote for repair and preventive maintenance.

Manufacturer narrative:
H10: this follow up is based on communication with the customer. Alarm led failure remedied by reseating power switch overlay. No parts replaced to address reported fault. The rear bezel and the top were replaced due they were found cracked. Preventive maintenance testing and calibration were completed, and the device safety was tested and confirmed to be working correctly. The unit has been returned to service.

Manufacturer narrative:
The field service engineer found cracks in the rear bezel and the top cover, and these parts were replaced to resolve the problem. After this repair, the unit passed the device safety, tested, and confirmed to be working correctly. Additional information s later received that the fault is still occurring, the unit was sent in for bench repair for analysis.